Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. Insulin pump received with lose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump received a compromised force sensor alarm and the drive support cap was loose. The customer¿s blood glucose level was 193mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.